Event description:
It was reported that the patient was having trouble keeping the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively, and the explanted device will not be returned per medical facility policy. No device malfunction was suspected.